Manufacturer narrative:
The hospital reported they replaced the anesthesia control board, and resolved the reported complaint.

Event description:
The hospital reported that, during testing, the unit alarmed for unable to drive bellows. There was no report of patient involvement.